Event description:
Customer reported that the tsv4b10 implant & the hc335 healing collar threads became damaged. The doctor believes the implant cross threaded when placing the healing collar.

Manufacturer narrative:
Heal collar 3.5x3.5, 5mm63728834 (hc335) was returned. A visual inspection of the received product revealed that the threads had significant wear and damage (stripped). The subject implant was not returned for inspection. Visual comparison of drawings pd-hc335 rev. A were consistent with the design of the healing collar hc335 and did not identify any manufacturing deviation. The product was functionally tested, and it was confirmed that the heal collar would not seat or fully screw into the compatible implant. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs¿ 9658 rev 1-01/15. Healing collars ¿ for use with tapered screw-vent, screw-vent and trabecular metal implants select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The healing collars are anodized with color-coding on the lower portion to indicate the implant platform diameter (figure a). The top surface of the healing collar is etched with three numbers (figure b) to reference implant platform diameter (left), emergence profile diameter (top right) and cuff height (lower right). The numbers for implant platform and emergence profile show only the initial digit of the related measurement. The complaint was confirmed for damaged threads, as the threads on the healing collar were damaged (stripped) and would not screw into the implant drive feature during functional testing. A definitive root cause could not be identified. (B)(4). Date received by manufacturer. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.